Event description:
It is reported that a customer received a no delivery alarm on their insulin pump during bolus. The patient's blood glucose level was at 163 mg/dl. The customer was assisted with trouble shooting but still received a no delivery alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm was noted. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.